Event description:
The patient went to the or for a low anterior resection of the rectosigmoid colon secondary to cancer. The distal part of the eea stapler was put in place to the proximal bowel and the pursestring suture was tied over. The rectum was dilated using first three dilators, then eea stapler was advanced when we noticed that there were no staples in the rectum. Apparently, the stapler we used did not fire. No staples on bowel.